Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 238 mg/dl. The customer reported they would clear the alarm, and declined further follow-up from tandem technical support regarding this issue.